Event description:
It was reported that the programmer was "locking up" after it was powered up and was unable to be used. It was further noted that it worked only intermittently. The programmer was returned for service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming functional and system tests. Data drive corruption found.